Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV, "pain in the right breast, more evident in the lateral quadrants", "small amount of fluid around the implants" and "intramammary lymph node on the right with preserved aspect, refers to the nodule described in the examination." The device remains implanted.